Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system full height drawer 5 failed to open. The field service engineer (fse) adjusted the tension on both rails, but the issue persisted. The engineer then replaced the slide rail and an outdated inseparable version with the revised model, removed and reattached all controller board connections, and applied stabilant to the drawer controller header. The fse subsequently tested the system and confirmed proper functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary rh_r3s_b full height drawer 5 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.